Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarms, no power to the compressor and sieve is leaking.